Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 350 mg/dl at the time of incident and current blood glucose 320 mg/dl. Customer¿s different blood glucose level were 300 mg/dl to 400 mg/dl, below 300 mg/dl, 90 mg/dl, 340 mg/dl and 390 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was using auto mode feature. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.